Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old female patient was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support when the aic (automated impella controller) had a "controller error". The aic was replaced successfully.